Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah w/bso, abdominal sacral colpopexy, moschcowitz culdoplasty, posterior colporrhaphy, suprapubic tube placement and cystoscopydue to sui, uterine prolapse, enterocele, rectocele, menorrhagia, chronic pelvic pain and intrinsic spincter deficiency. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2014 due to recurrence. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological on (B)(6) 2000 and mesh was implanted. It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and ams sparc sling was implanted.

Manufacturer narrative:
It was reported that patient underwent excision of suburethral sling, excision and repair of urethral diverticulum on (B)(6) 2013 due to suburethral mass, pelvic pain, and urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention. (B)(4).